Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Due to patient privacy regulations, the healthcare provider was not able to release any additional information. Therefore, the root cause of this event could not be determined. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately ten (10) years, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.